Manufacturer narrative:
Concomitant medical product: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found the rtm cord was cut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. The patient reported that she "cant get the charger to work". Upon further clarification, the patient stated that she was unable to charge her ins. The patient stated that she received the "checking the recharger" screen. The patient stated that she always places the recharger (rtm) in the same position over her ins and she never has any problems. The patient stated that 3-4 days ago, her ins was charged to 60%, but the battery level kept decreasing. The patient stated that yesterday, she checked and her ins was at 0% after trying to charge for about 30 mins. The patient reported that she could only get the ins charge level up to 40% after about 45-50 mins of charging. The patient stated that when she got her controller all ready to recharge later on yesterday, the controller showed 100% and the ins was at 0%. The patient stated that she called the manufacturer representative (rep) this morning and she was planning to meet with her at that day for assistance with her recharging issue. Patient services walked the patient through at tempting to recharge on the phone and the patient received the ¿trying to recharge¿ screen. The patient stated that she initially saw 0 (low), 0 and 0 (high) on the passive recharge mode. The patient continued to attempt to recharge and the numbers increased to 0 (low), 85, 100 (high). The patient stated that the screen changed to "looking for device¿. The patient continued to attempt to recharge and the numbers changed to 0 (low), 0, 100 (high) on the passive recharge mode. The patient later reported that the rtm cord appears to be hot. The patient clarified that the rtm paddle and the part of the rtm that plugs into the controller is hot to the touch. Email sent to repair. Patient services instructed the patient to discontinue passive recharge mode due to the rtm paddle getting hot to the touch. No symptoms were reported. No further complications were anticipated/reported.